Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has keypad issues. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Corrected g4.

Event description:
It was reported that the device has keypad issues. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device has keypad issues. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Corrected g4, h3, h6(methods, results, conclusion), h10 . A review of the device history record for (B)(6), was performed from date of manufacture (B)(6) 2015, to the present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.